Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a leak in iab circuit alarm and an autofill failure alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. To correct the alarms, the customer had pressed "start" but did not utilize the "iab fill" key. The getinge representative had the customer perform a fill which only resolved the alarm for 30 seconds before going off again, turning into an autofill failure after two attempts. The customer denied presence of blood in the helium tubing, no external kinking, and all connections were secure. It was suggested that the alarm was caused by a combination of the insertion and the patient¿s daily activities. It was noted that the iab had been inserted for "quite some time". The physician assumed they would need to replace the iab at some point, but wanted to verify there was nothing else that could be done beforehand. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation - ccl manager. Additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The optical cable and extracorporeal tubing were cut at approximately 4.3cm & 1.1cm respectively from the rear of the y-fitting. The cut sections were not returned. A catheter tubing kink was observed at approximately 75.4cm from the iab tip. An additional catheter tubing/inner lumen kink was observed at approximately 42.4cm from the iab tip and a 3rd catheter tubing/inner lumen kink, along with a fiber break was also observed at approximately 63.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected at a catheter tubing break site located at approximately 76.2cm from the iab tip and measuring 0.1cm in length. A 0.025" laboratory guidewire was inserted through the inner lumen and was found to be occluded with blood. Unable to clear occlusion. The break found on the catheter tubing appeared to have been caused by a severe kink which eventually failed, causing the reported alarm. However, we were unable to determine when this kink may have occurred. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.